Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow-up. Upon interrogation, intermittent capture was noted on the right ventricular (rv) lead. The patient was pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2022. Insulation damage was also noted on the lead. The patient was in stable condition.